Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values where the cgm reading was low and there was no bg taken. The patient experienced headache. Diabetic team advised to go to hospital. There they performed a bg reading was hyperglycemic but there was no value provided. The patient was treated with 500mg paracetamol ECG saline IV for hyperglycemia. The patient stayed at the hospital for few hours only as she was discharged at 4pm. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.